Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted that the reloads (reload a and reload b) were fully fired. For reload a, the clamping mechanism was deformed, and the staple pushers were sub-flush to flush with the cartridge. For reload b, loose formed staples were observed on the cartridge. For both reloads, witness marks were visible in the anvil pockets. Functional testing noted that the reloads were loaded into a representative instrument. The interlocks were overridden. The reloads were cycled without hesitation or binding and were applied to test media. Test media was cleanly transected. The interlocks for both reloads were tested and found to function properly. It was reported that the staples did not deploy and the staple line was incomplete. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. Deformed clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the reload experienced firing issues, including a centrally incomplete staple line and staples did not deploy, resulting in a cut but no staples. A new reload was used to resolve the issue.